Event description:
Complainant alleged that clinicians were treating 49 year old female who had been admitted to facility because of chest pains approximately two weeks previous to event. On date of event pt went into ventricular tachycardia. The clinicians administered one 200 joule shock and successfully converted pt to sinus tachycardia. As precaution, clinicians then charged device to 360 joules in event that pt went back into ventricular tachycardia, but device then shut down. After approximately two minutes device powered back up. Clinicians obtained another device, but complainant indicated that it was not needed. Complainant indicated that there was no adverse effect on pt, as result of reported malfunction.